Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, they had difficulty inserting catheter, "led to the buckling of the stylet preventing it passing through the needle." There was no patient injury; intervention was stated a re-operation.